Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint and revealed the device did not power up. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).

Event description:
It was reported to resmed that an astral device became inoperable while in standby mode. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device became inoperable while in standby mode. There was no harm or serious injury reported as a result of this incident.